Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The data logs and pump were returned. The pump was returned and there were no physical abnormalities. The parameters were within specification. Based on the data logs and returned product, the root cause of the optical signal issue is most likely due to an offset error, however the conditions present to cause that offset error are unknown.

Event description:
The complainant was using a cp pump to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the placement signal was intermittent; however, the pump remained operational throughout the procedure and was explanted as planned after just under two hours.